Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd sharps coll 9gal red there was no lid on the container. There was no report of patient impact. The following information was provided by the initial reporter: allegation: customer called to report she got the sharp container with out the lids. Spoke (B)(6). The supplier want the container back.